Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient has contraindicating conditions making them a poor surgical risk. The physician believes the infection was caused by the patient's lifestyle, comorbidities, and excessive itching. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported an infection at the receiver site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.